Manufacturer narrative:
The head up valve was stuck closed. The head up valve was replaced to repair this bed.

Event description:
Account stated that this bed had no head up electrically or manually, no injury reported.